Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011; inratio: 3.9; lab: 1.6. Caller stated that venous blood was used for the inratio test, and then sent the blood to the lab. Caller tested another pt that was evaluated as non-reportable compliant in another case.

Manufacturer narrative:
Pending investigation.